Event description:
The patient called lifescan (lfs) in 2005 and alleged that their meter was not powering on. Medical affairs sent follow-up questions to lfs and obtained/verified the following information. At the time that the patient called lfs they had reseated the battery and it was powering on. While troubleshooting, the lfs representative discovered that the meter was set to the wrong unit of measurement. The representative walked the patient through resetting the meter and after reviewing the meter's memory, the patient felt that their meter was most likely set to the wrong unit of measurement of 6 months. During this time they felt that patient was obtaining higher than normal blood glucose results. They reported one result, which they read as "22.4 mmol/l" but the result was actually 224 mg/dl. They were feeling tired and sick during this time as well. They visited their physician two days after obtaining the high blood glucose reading on the meter. The physician visit was approximately 5 or 6 weeks ago. Their physician did not test their blood glucose at the visit. They did, however, double the patient's dosage of "glycloxide" to 35 mg per day. The patient did not report any further visits to the physician, patient does have an appointment in 8/05. The patient stated that the meter was previously set to the correct unit of measurement and patient does not recall making any changes in the set up mode. This complaint is being reported as a malfunction because there is evidence of a meter malfunction (the meter is in the wrong unit of measurement while the patient does not recall going into the meter settings) and there is no evidence of the meter contributing to a serious injury (the one result that was reported (224 mg/dl) with or without symptoms does not reflect a serious injury, also the patient was treated accordingly (their meter read high and patient was treated for high). A replacement meter has been sent.